Event description:
Reference MFR report: 1627487-2019-04072. Based on information obtained, effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR report: 1627487-2019-04072. It was reported the patient's scs leads were replaced on (B)(6) 2019 due to lead migration.

Event description:
Reference MFR report: 1627487-2019-04072.